Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned alleging visible foam degradation. There is no serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for evaluation. No visible foam degradation was found in the device assembly. Error code 223 was found in the device log history.